Event description:
It has been reported to us that at some point during a procedure the hub separated from the shaft of the device. Additional attempts have been made to obtain the case information; however, unsuccessful. No product sample was returned for evaluation.

Manufacturer narrative:
(B)(4). The customer has indicated that the actual complaint sample will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future any additional information or the lot number is provided a follow-up medwatch will be submitted. The event is not confirmed. No product has been returned for evaluation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.